Event description:
A discrepant result when compared to a lab. The reported device result was 4.9 inr. The corresponding lab result reported was 3.2 inr. No treatment was provided. The device was replaced and requested to be returned to the manufacturer for evaluation.